Manufacturer narrative:
The delivery device was request, but was not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trailing haptic of an ao60g intraocular lens was broken during the insertion of the iol using an viscoject 1.8 delivery device. The incision was enlarged and a different intraocular lens was implanted. Additional information has been requested, but has not been received. Please reference MDR#: 1119279-2012-00042 for the intraocular lens.